Event description:
It was reported, the patient had a loss of urinary relief since they got their pacemaker. When therapy worked, the patient still had trouble getting to the bathroom fast enough. The patient had tried adjusting stimulation in program two. While on the call, the patient was able to connect. They were on program four at 0.00 v. The patient was able to increase stimulation to a comfortable level.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 093-33, lot# va008aa, implanted: 2012 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.